Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device alarmed "no disposable, pump won't run." The reservoir volume was 45.9ml, rate was 2.2, and 55.15ml was given. There was air in line. There was also no patient, or clinician injury associated with these occurrences. No further details provided at this time.